Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. We did not found that the tissue pad of the subject device was partially separated. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a laparoscopic procedure of upper digestive tract, the subject device was used. In the procedure, the tissue pad of the subject device was partially separated. The intended procedure was completed with another device. There was no patient injury reported. On april 6, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn. This is the report regarding the severely worn tissue pad.